Event description:
Had essure placement 2008, since then numerous issues: pelvic pain, urine leakage, back pain. Tia, heart attack, vascular rashes, spinal stenosis resulting is acdf. Pelvic cramps, 2-3 week periods, blood clots during periods, unable to wear tampons, weight gain, stomach issues resulting in upper and lower gi, colonoscopy, all being 100% healthy prior and healthy weight and active lifestyle. Now severe depression and still have on-going health issues related to a vit d issue I have, that I didn't have before. Yet another negative test result that doesn't explain the issue's I have. I have a record of blood work test going back 9 years. Spinal stenosis, fibroids. FDA safety report ID# (B)(4).